Event description:
According to the reporter: a surgeon mentioned bile leaks and said he would not use covidien product because of this. There is no additional information available.

Manufacturer narrative:
(B)(4).